Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the initial implant procedure the right ventricular (rv) lead required multiple positioning attempts due to patient anatomy before being successfully implanted. Shortly after the procedure, the patient experienced hypotension, and an echocardiogram showed a pericardial effusion. The patient required surgical intervention. The rv lead remains in use. No further patient complications have been reported as a result of this event.